Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported he experienced a burning, painful irritation in the groin area and was using cream and toilet paper as a barrier while wearing the pads. He had blood in his urine after wearing a pad for three days. He was diagnosed with a urinary tract infection and hospitalized for one day. While in the hospital he was administered IV antibiotics and given 850mg pills that he took for two weeks. He no longer had blood in his urine and his symptoms had improved. He stopped using the pads.